Event description:
It was reported that during the procedure, a non-abbott guide catheter and a balance middleweight guide wire were advanced into the patient's anatomy. No pre-dilatation was performed and a 2.5 x 18 mm mini vision stent system was advanced to the target lesion. The balloon of the stent delivery system was inflated to deploy the stent; however, it was noted that the stent was not on the balloon. The stent was located in the guide catheter. The balloon of the delivery system was deflated and pulled back into the guide catheter. The delivery system was able to advance through the undeployed stent and the balloon was inflated to 2 atmospheres to snare the dislodged stent. The stent was then able to be removed from the guide catheter. Pre-dilatation was then performed and a new same size mini vision stent delivery system was used and the stent deployed to complete the stenting procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, a user facility medwatch was received reporting that the physician could not get the stent to go where he wanted it to go so when he was removing the system, the stent became dislodged from the balloon. The physician was able to remove the stent and stent delivery system from patient. No harm to patient. The original intended procedure was a left heart catheterization with angioplasty and stent placement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: boston scientific jl4 6french. Device (B)(4) - no pre-dilatation. The customer reported the device is not being returned. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the rx mini vision instructions for use (IFU) instructs: pre-dilate the lesion with a ptca catheter. Based on the information reviewed, there is no indication of a product deficiency.